Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The field service engineer (fse) inspected the system onsite and confirmed that the system was not starting properly. A review of the system logfiles found that the x-ray pc was not communicating. Upon troubleshooting actions, fse identified that the drive bay of the x-ray pc failed, there was no light on bay 1, and the drive bay would turn on as long as you held the button. The defective x-ray pc was returned for analysis, and it was concluded that the x-ray pc had failed due to the hdd bay. Fse replaced the x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. No harm has been reported to philips. A philips field service engineer replaced the x-ray pc and returned the system to use in good working order. Philips has started an investigation of this complaint.